Event description:
It was reported that during implant procedure, the physician punctured the patient's lung. Boston scientific technical services (ts) referred patient to the physician. This device remains in service. No additional adverse patient effects were reported.